Manufacturer narrative:
(B)(4); initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the applicators had a spot inside the package.

Event description:
It was reported that the applicators had a spot inside the package.

Manufacturer narrative:
One photo was received by our quality team for evaluation. Upon visual inspection, it was observed that there was an applicator package with grayish stains; therefore, the incident of foreign matter could be verified. However, without a physical sample it is impossible to determine the origin of the stains. A visual inspection of the retain samples was performed and no foreign matter or stains similar to what the picture showed were noted. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Due to no physical sample, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below